Event description:
It was reported to boston scientific corporation, that a resolution clip device was used during a colonoscopy procedure on a male patient (age unknown, however over 18 years). According to the complainant, prior to inserting the device into the scope, the nurse attempted to push the clip out of the sheath, but it would not advance. The tip appeared bent at the tip preventing the clip from advancing out of the sheath. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as okay.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).